Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow and down arrow keypad buttons are intermittently unresponsive. The patient denied any damage to the keypad. The patient reportedly wears the pump on a belt with a pump skin and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and ok keypad buttons were intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.